Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit over delivered. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit over delivers more than 10%. The unit was programmed 100ml and the pump delivered 138ml per hour. No patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.